Manufacturer narrative:
Pt info: unknown, as information was asked but not provided. Date of event: exact date unknown/not provided. Best estimate date is between 5/3/2021-5/31/2021. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). The iol was explanted in a separate surgical procedure for unknown reasons and replaced with another johnson & johnson dfr00v iol with unknown diopter size. The patient's post-operative outcome was not available. No further information is available.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 27-jun-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, a scratch was identified near the cut. Based on the return condition of the lens, no further product evaluation could be performed. Complaint issue (hm-unspecified injury) was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.